Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. The reported patient effect of vascular dissection is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, instruction for use, as a known patient effect. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this article titled, "basilar artery stenosis: technical tips for endovascular revascularization" discussed the case of a middle aged man who was noted to have a small dissection in the distal aspect of the stenosis in the basilar artery after slow balloon angioplasty with the 2.5x15 mm trek balloon dilatation catheter a stent was implanted. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Date of event estimated the UDI is not known as the part and lot number were not provided medical device problem code 1494 clarifier - incorrect anatomy. Literature attachment. Article title: "basilar artery stenosis: technical tips for endovascular revascularization" manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.